Manufacturer narrative:
The flow rate used by the physician was inappropriate. The duct system for the blocked lymph node is internal and not close to anywhere the device should be used. It is unlikely this blockage is due to the renuvion treatment and more likely secondary to the drainage procedure that was performed during the recovery phase.

Event description:
Procedure with renuvion was performed on patient's neck and lower jaw area, resulting in thermal burns to right cheek and left submental complicated by infection and blocked lymph node.